Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos displayed unused pbbcs products, however the indicated failure mode for needle stick injury could not be observed from the photos. Additionally, ten (10) retention samples from bd inventory were evaluated by functional testing with the use of holders and no issues were observed relating to needlestick injury as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of needlestick injury. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, a staff member sustains a needlestick injury while changing tubes. No other information provided.